Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, the stent failed to deploy. The lesion was located in an unspecified portion of the duodenum. The 22 x 6 wallflex enteral duodenal stent delivery system (sds) was advanced to the lesion, however, the stent was unable to be deployed and was removed from the pt. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good".